Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Data analysis confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Data analysis confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Data analysis confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that due to low amplitude on the right ventricular (rv) lead channel, this device exhibited undersensing which led to an inappropriate shock. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Data analysis confirm that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. To date, the device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received indicating that due to low amplitude on the right ventricular (rv) lead channel, this device exhibited undersensing which led to an inappropriate shock. No additional adverse patient effects were reported. This device has been returned.